Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. Mentor also received additional information indicating that the correct date of explantation was on (B)(6) 2021. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 3.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-6740019). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 425cc and suffered from a rupture on the right side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 370cc on (B)(6) 2021.

Manufacturer narrative:
On november 17, 2021 mentor received additional information indicating that patient was also diagnosed with bilateral breast capsular contractures with bilateral breast ptosis and unacceptable cosmetic appearance of the breasts. The replacement devices were the following: (right) 370cc mentor memorygel breast implant catalog: smpx370 lot: 9371044 sn: (B)(6) and (left) 370cc mentor memorygel breast implant catalog: smpx370 lot: 9545561 sn: (B)(6). On december 6, 2021, the device investigation summary was updated with the addition of the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant will be reported under mrn: 1645337-2021-13742 manufacturer¿s reference number: (B)(4).